Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates: the reporter stated that this had occurred sometime since (B)(6) 2018. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set underinfused. The reporter stated that the secondary bag of antibiotic was roughly half full after the infusion period was completed. The set was being used with a non-baxter primary set and a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.